Manufacturer narrative:
Patient information was not made available from the site. On 10/17/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/01/2016 a medtronic representative, following-up at the site, reported the navigation system camera was cycling during navigation. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system camera would power cycle and displayed the message: localizer not connected lasting approximately 10 seconds. The issue occurred twice during surgery. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.